Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient replaced his original primary system controller with his secondary system controller. The primary system controller began alarming replace backup battery. In the process of troubleshooting, the patient experienced several episodes of no external power and driveline disconnected alarms. The replace backup battery alarm occurred numerous times at which the patient elected to change the system controller, confused between replace backup battery and replace system controller. The patient noted the message to "call hospital contact" but chose not to do so as the patient felt it was okay once the system controller was replaced. The patient did not report any issues or notify heart failure team of the system controller change until presented in clinic. The patient was issued a new secondary system controller and counseled on the importance of informing the heart failure team when alarms occurred. There were no further indications to replace backup battery following the controller exchange. A set of two system controller log files were submitted for review. The log file for the original primary system controller captured an onset of low power, no external power, power cable disconnect no external power alarms on 12oct2023 18:57-18:59. The alarms resolved upon reconnection to the mobile power unit (mpu) at 19:02. There were also power cable disconnect, low power hazard and no external power alarms on 12oct2023 at 19:05. This was caused by power to the mpu being briefly interrupted. It was noted that the mpu did have a v-lock connector and the power cord had come lose from the wall. The event log also captured that the driveline was disconnected on 12oct2023 at 22:53:15 and then reconnected at 22:55:21. The pump was off for approximately 2 minutes and the patient "didn't feel any differently" while the pump was off. On (B)(6) 2023 at 10:03 and 10:04 power cable disconnect and no external power alarms were captured and it appeared that both power cables had been disconnected. There was no pump interruption during these alarms as the external backup battery (bb) functioned as intended. The driveline was disconnected again on (B)(6) 2023 at 10:10. Related manufacturer reference number: 2916596-2023-07600

Manufacturer narrative:
Section d1: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event that appeared consistent with a driveline disconnect; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log files contained events from 12oct2023 through 13oct2023 and 18oct2023 through 19oct2023. A driveline disconnect alarm and subsequent pump stop were captured on 12oct2023. The driveline appeared to be reconnected approximately 2 minutes later and the pump ramped back up to the fixed speed without issue. An additional driveline disconnect was captured on 13oct2023, consistent with the report that the patient exchanged their system controller. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, outlines system controller alarms, as well as how to respond to each alarm condition. Additionally, the IFU warns that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. No further information was provided. The manufacturer is closing the file on this event.